Event description:
The customer reported at start up, during a hospital training, that the iabp generated a "system failure" alarm. No patient was involved.

Manufacturer narrative:
The company representative observed "fault code #64" (pressure solenoid failure) logged in error journal. The company representative replaced the drive manifold (part number 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).